Event description:
False positive advia centaur xp troponin ultra results were obtained by the customer and questioned by the physician. The patient samples were repeated on an advia centaur cp system and the results were negative. The customer performed repeat quality control testing and the quality control level 1 was out high. A second troponin assay calibration was performed and the quality control results were acceptable. There is no known report of adverse health consequences due to the discordant positive advia centaur xp troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse replaced aspirate probe pinch valve (39) and may be a contributing factor, however the quality control results were within the customer's quality control ranges after troponin assay recalibration. No conclusion can be drawn. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The system is performing within specifications.